Event description:
Patient was seen in outpatient clinic for routine baclofen intrathecal pump refill. Physician filling pump felt they were inside the port prior to injecting medication. When needle was withdrawn, clear fluid leaked out and subcutaneous swelling noted. Total dose 16 mg injected. Patient transferred to ER and observed for excessive sedation/loss of respiratory drive. Intubation was done, transferred to tertiary facility and extubated 24 hours later. Patient doing well. The pump was loaded and restarted without complications prior to discharge.